Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and assured that the customer could continue using the pump, instructing them to call back if the issue recurred. The customer acknowledged and understood these instructions.